Manufacturer narrative:
(B)(4). The customer reported that the paddles were abnormal. This can indicate a problem with the paddle set. A paddle set that fails could prevent the delivery of therapy. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paddles were abnormal. This can indicate a problem with the paddle set. A paddle set that fails could prevent the delivery of therapy. There was no reported patient involvement.